Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with a button error alarm and had unresponsive up and down buttons due to moisture damage on the keypad traces. Unable to perform operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error and blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that none of the buttons work. The customer tried to change the batteries a couple of times and there was a blank screen. The customer stated that there is a crack on the screen. The customer stated that the football hit the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.